Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter aortic valve evfxplus-34, the valve was loaded by a certified nurse and a flu oroscopic loading check was performed, which left the nurses uncertain about whether the valve was properly loaded. The load was accepted and an attempted implant was performed. At 80% deployment, infolding of the valve was observed. The valve and delivery system were removed from the patient and both were replaced with new devices. No adverse patient effects occurred. A medtronic representative visited the facility a couple of days following the valve implant and confirmed that a misload occurred with the valve and should have been replaced.

Manufacturer narrative:
Image review: four fluoroscopic media files were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was performed and a misload was identified by crown overlap reaching node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was attempted to be implanted and during deployment an infold was observed in multiple views. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the infolded valve was not implanted and was withdrawn from the patient. The new valve was subsequently deployed just prior to the point of no recapture and appeared to be expanded without any signs of infolding. Post release images were not made available, but no further issues were reported. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter aortic valve evfxplus-34, the valve was loaded by a certified nurse and a flu oroscopic loading check was performed, which left the nurses uncertain about whether the valve was properly loaded. The load was accepted and an attempted implant was performed. At 80% deployment, infolding of the valve was observed. The valve and delivery system were removed from the patient and both were replaced with new devices. No adverse patient effects occurred. A medtronic representative visited the facility a couple of days following the valve implant and confirmed that a misload occurred with the valve and should have been replaced. Additional information was received that the infold in the valve frame was first noticed during the first deployment. The valve was recaptured once to be removed from the patient. Due to the infold, a new valve had to be loaded, which resulted in a procedural delay.